Manufacturer narrative:
On (B)(6) 2011, a respiratory therapist reported that inomax ds#(B)(4) registered a delivery failure then the system shutdown while in use. Investigation results rec'd on (B)(4) 2011. Eval summary: the device investigation is complete and results follow: the root cause is a system error caused by a segmentation fault. This is related to firmware resident on a cpld. This root cause was determined by examination of the service log. The device functioned as designed to interrupt nitric oxide delivery and alarm when such error is detected. The main circuit board was replaced and the device functioned to specifications.

Event description:
On (B)(6) 2011, a respiratory therapist (rt) reported that inomax ds#(B)(4) registered a delivery failure then system shutdown while in use. The pt was on a bunnell jet ventilator with the servo-I as the secondary ventilator. Settings on the jet ventilator were: ventilatory rate 420 breaths per min, peak inspiratory pressure (pip) 21 cmh2o. The servo-I set respiratory rate was 2 breaths per min, peak inspiratory pressure (pip) 17 cmh2o, positive end expiratory pressure (peep) + 5 cmh2o when the delivery failure and system shutdown occurred. The pt was removed from the device and manually ventilated while the rt attempted to troubleshoot the problem. The rt spoke with (B)(4)technical support. The device set up was reviewed; the device was powered to standby then on. A low calibration was performed by the rt and the device then failed the low calibration. The inomax ds was switched out with another device. The rt reported that the pt experienced no adverse effects from the device malfunction. The device was removed from service and returned to the company for investigation.